Event description:
Surgical blade broke into three (3) pieces during arthroscopic knee surgery. All pieces were retrieved by surgeon from pt's knee.

Manufacturer narrative:
Device could not be evaluated as it was not returned by user facility, nor were any blades of the same lot returned. Investigation of DHR shows there were no issues during the manufacturing process, nor during in-process quality checks or testing doe prior to release.